Manufacturer narrative:
We are in process of evaluating the device. When our investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported during an ablation procedure, the irrigation port of a therapy cool flex ablation catheter detached. After insertion of the catheter into the pt¿s heart, the physician noted the detachment of the irrigation port at the handle. No ablation was done with this catheter. No consequences to the pt occurred.